Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause of this event was user error, as the device was moved in a slight "windshield wiper" fashion. The surgical technique states "do not distract, lever, or redirect probes. Improper usage may result in breakage." This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that during a spinal fusion surgery, instrument breakage occurred. The pt was undergoing surgery for degenerative disc disease and to extend previous l3-l5 fusion, with the intent to treat l3-ilium, with no instrumentation in s1. The surgeon was using a probe for screw placement in the right ilium. While operating the probe, the surgeon made a slight "windshield washer" movement and it broke off in the pt's bone, approximately 50-60 mm deep. The broken fragment was attempted to be retrieved with a nerve hook, but could not be removed and was left in the pt. The screw was able to be placed and there was no reported impact to the pt.